Event description:
The customer reported via phone call that her sensor was reading low at 56 mg/dl yesterday. Customer's blood glucose was at 140 mg/dl. Customer ate something just in case their blood glucose was 56 mg/dl. Customer stated that the insulin pump eventually went into a threshold suspend. Customer restarted the basal and the sensor kept reading low. The customer's blood glucose was 151 mg/dl. Customer stated that she will call back for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.